Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: initial analysis performed during servicing of the device found that the atrial pulse width was out of specification. It was also noted that there was a damaged case. Further analysis was performed on the entire device. This analysis did not find any anomalies. All pulse widths were within specification. Conclusion: the device was operating normally. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not working. The epg was returned to the manufacturer for servicing. There was no patient involvement.